Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. No fault found with the device. The cause of the reported problem could not be determined. No previous service history was found. Manufacturing DHR is not relevant to the investigation as no fault found.

Event description:
Information received a smiths medical ventilators/pneupac ventilators babypac manometer is not accurate. No patient adverse events reported.